Event description:
It was reported that the nail has been broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the nail has been broken.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The nail was classified as primary product during the investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as meeting specifications prior to distribution. During investigation no material, design or manufacturing related issues were found. The investigation revealed that the nail was drill marked within the anterior bridge of the proximal lag screw hole. The anterior breakage line was found within the drill marked area. This mis-drilling effect weakened the anterior bridge and caused a notching on the lateral side, that increases the change of the nail breakage significantly. Mis-drilling can occur if the target device was pre-damaged, instruments were not assembled correctly or bending forces were applied to the step drill during drilling with a power tool. Smooth lines of rest are visible on the anterior bridge; the bridge broke step by step. The lines of rest run from lateral to medial. In combination with the found drill marks, these lines of rest indicate that the nail breakage started at the anterior bridge at the lateral side. After the anterior bridge was fully or mainly broken, the posterior bridge followed step by step. The nail broke due to a fatigue fracture. The fact that the nail broke after an implantation period of approx. 9 months and the surgeon detected that the fracture was not healed, indicate a non-union. Non-unions are listed as adverse effects in the IFU. No discrepancies were detected during risk analysis review. No non-conformity was identified; no previous or current actions are in place.